Event description:
It was reported by svc report that the lift-here labels were missing. There was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Lift-here labels.